Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced fluctuating blood glucose with episodes of hyperglycemia when the patient removed the infusion site and an episode of hypoglycemia to 57 mg/dl in the early morning that was reportedly treated with oral glucose such as juice or snacks; the patient is new to the device and has dementia, and no device component failure was identified. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized impact. Investigation included interviews and analysis of information provided by the daughter and caregiver. Investigation of this case revealed no specific findings and no confirmed device problem or implicated device component based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.